Event description:
Healthcare provider reported a left side deflation per MRI and exchange due to concern with the product. The device remains implanted.

Manufacturer narrative:
A device history record is not available due to insufficient device data. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "unilateral left side rupture per MRI."